Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced swelling in his abdomen area, recurring urinary incontinence and urethral erosion on the cuff. The aus was explanted. No further patient complications reported.